Event description:
It was reported by the patient that when the start button on the previously working remote monitor was pressed it failed to power up. Patient tried disconnecting and reconnecting power cord to no avail. A new power cord was sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.